Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2016 due to a broken distal tibia plate and non-union of a right distal tibia. The plate had broken at an unoccupied screw hole. There was no malfunction of the screws. All hardware including a synthes 2.7/3.5mm va-lcp anterolateral distal tibia plate and ten (10) unknown screws were removed. The patient was revised to a non-synthes plate and screws. There was no surgical delay or patient harm and the procedure was successfully completed. Patient outcome is unknown. The patient initially had a revision on (B)(6) 2015 for a non-union (please refer to complaint (B)(4) which addresses and reports this event), and was revised to the synthes 2.7/3.5mm va-lcp anterolateral distal tibia plate and ten (10) unknown screws. This is report 1 of 1 for (B)(4).